Event description:
A distributor in (B)(6) reported that a box of (B)(4) spare foam cushion and silicone seal sets for CPAP masks was labelled incorrectly (the wrong size was indicated on the box). Note: the (B)(4) spare parts are for use with the hc401 aclaim or flexifit hc405 nasal masks.

Event description:
A distributor in (B)(6) reported that a box of 900hc427 spare foam cushion and silicone seal sets for CPAP masks was labeled incorrectly (the wrong size was indicated on the box). Note: the 900hc427 spare parts are for use with the hc401 acclaim or flexifit hc405 nasal masks.

Manufacturer narrative:
(B)(4). The complaint product was not returned to fisher & paykel healthcare for evaluation, however an investigation was carried out based on information provided by the customer. The customer ordered a shipment of (B)(4) (replacement mask foam and seal kit, size small). Initially the customer reported that they did not receive these spare parts, but later reported that they had found them in a box labelled (B)(4) (replacement mask foam and seal kit, size large). This product complaint is related to the label on the product shipping box. The spare mask foam and seal kits are individually packaged inside of the shipping box. Each replacement kit is labelled in addition to the label on the outside box, thus allowing the user to identify which size kits they have received. After finding that they had received the (B)(4) small size replacement kits (in a (B)(4) box), the customer has kept the product.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare's complaint is currently in progress. We will provide a follow-up report upon completion of our investigation.